Event description:
It was reported that the device was used during a laparoscopic tubal ligation. It was reported by the rep that while trying to insert a 512xd trocar, the safety shield failed to perform, preventing the blade from going through the abdominal wall. Several attempts were made and a new trocar was used without further incidence. There was no consequence to the pt.